Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were noticed: flexible/broken tip, leaky biopsy channel, air/water leakage from the channel, and malfunction of the device angulation locking. The faulty parts were replaced and device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the uretero-reno fiberscope had loss of deflection. Upon inspection and testing of the returned device, the unit angulation locked and could not disengage. This report is being submitted for the event found during evaluation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 08-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the position slide of angle coil pipe or corrosion of a-wire (distal wire) in the coil pipe caused the wire to be stuck in the pipe. It also was presumed that the position slide of angle coil pipe occurred due to user handling of the device. However, this could not be further determined. The instructions for use (IFU) (operation manual) states about warning prior to use as follows: "important information: please read before use: warnings and cautions: warning: never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination." IFU (operation manual) states about inspection of angulation prior to use as follows: "3.3 inspection of the endoscope: inspection for smooth operation: perate the up/down angulation control lever slowly in each direction until it stops. Confirm that the bending section angulates smoothly and correctly and that maximum angulation can be achieved. Inspection of the angulation mechanism: confirm that the bending section returns to its straight (neutral) position when the up/down angulation lock is placed in the free position and the up/down angulation control lever is released." Olympus will continue to monitor field performance for this device.